Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "valve delaminated from shell".

Event description:
Healthcare professional reported via device tracking no complaint against left device. Healthcare professional later reported left side "valve delaminated from shell". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: delamination : not observed on the device. Deflation: deflation: one opening observed on valve bond edge side assessed as an unidentified (tear) opening. Additional observations: white particle observed on the surface of the shell.

Event description:
Healthcare professional reported via device tracking no complaint against left device. Healthcare professional later reported left side "valve delaminated from shell". The device has been explanted and replaced.